Event description:
Drug reaction (adverse) [adverse drug reaction], fever [pyrexia], [nausea], itching [pruritus], hives [urticaria], [chills]. Case description: spontaneous report received on 14-jan-2008 from a female pt, who had a history of knee pain on walking up stairs, the pt received her first injection of synvisc into both knees in 2007 administered via intra-articular route at a dose of 2 ml, q3-4days x3, (doses 2 and 3 were given 5 days post injection and 3 days respectively). After the series was completed, the pt traveled to another state. Approximately 10 days after starting synvisc, the pt experienced "a little stomach distress such as nausea". The following day, she experienced chills and a low grade fever. Two days later, the pt's fever was 101 degrees and at an unk time the fever got up to 103 degrees. At about one week later, the pt had itching and hives. Her physician stated, she had a "drug reaction" and put her on a "prednisone taper" for eight days. The symptoms did clear up for about 5 days by the end of the prednisone taper. The nausea started again in 2008 and by about one week later, she had chills and fever. She planned to see the physician that day. Synvisc was last administered prior to the reported event(s) about a month before. As of the date of receipt of this report, the pt outcome was unk. Concomitant medications were not reported. Add'l info was received in the form of a qa report on 17-jan-2008. Qa results: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop, a product complaint handling to determine if corrective action is required.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop, a product complaint handling to determine if corrective action is required.